Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the instruments could not be disassembled. No surgical delay reported. The surgery was completed successfully. This report is for one (1) expedium spine system clip-on red. Dev w/ dovetail 5.5mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: flow: device interaction/ functional. Visual inspection: approximator flex-clip (p/n: 279712570, lot # nw242596) was received at us customer quality (cq). Upon visual inspection, it was noticed that the support ring assembly is discolored. No other issues were identified on the device functional test: functional test was not performed as the mating device was not returned. Dimensional inspection: dimensional inspection was not performed as the mating feature of the device showed no defect and the reachability to the feature is difficult. Document review: 2797-12-570 - rev e. Complaint confirmed? No. Conclusion: the complaint condition was not confirmed for approximator flex-clip (p/n: 279712570, lot # nw242596). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for approximator flex-clip was conducted identifying that lot number nw242596 was released in a single batch. Batch1: lot was released on july 16, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.